Event description:
Ref importer (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility in sydney, australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).